Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 40-44 mg/dl. Low bg cause was not known. Reportedly, the customer was using u-500 insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer received assistance and was provided with carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.